Event description:
It was reported that during a sleeve gastrectomy procedure, on the 4th or 5th firing, the knife blade advanced and no staples were deployed. A green cartridge was being used with buttressing material. There was a lot of bleeding noted, but the amount of blood loss was unknown and no blood transfusion was required. Another cartridge was used with the same stapler along with oversewing to complete the procedure. There was no patient consequence. One stapler will be returned, but the cartridge involved in the event was discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.